Event description:
It was reported that the parapac plus ventilator failed to cycle breaths in ventilator mode. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One ventilator was returned for evaluation. Device was received in with loose oxygen input fitting and damaged face plate and case on the bottom right. Device underwent functional testing and was found to not cycle in ventilating mode. Further inspection of device found that the timing cap on the input manifold was broken off. Customer reported problem was confirmed as device will not cycle in ventilator mode. The problem source has been determined to be user interface.